Manufacturer narrative:
Gtin number for item: 8100, sn: (B)(4) is 10885403810015. The customer¿s report of an overinfusion was not confirmed. The pcu event log shows two pump modules were infusing during the reported event time. Pump module s/n (B)(4) was infusing an unidentified medication at 17ml/hr. Pump module s/n (B)(4) was infusing an unidentified medication at 24.3ml/hr. At the reported event time of 10:18 pm on (B)(6) 2017, the primary infusion on pump module s/n (B)(4) completed and the device transitioned to kvo. At 10:19 pm, the device alarmed for flo stop open for 14 seconds. It cannot be determined if the roller clamp was closed during the flo stop open event. If the clamp was open the estimated 75 ml overinfusion could have occurred at this time. At 10:20 pm, the user changed the vtbi to 70ml, started, paused, and restarted the infusion. At 10:24 pm, the user changed the dose to 35, which made the rate 18.9ml/hr. At 10:28 pm, the user paused the infusion. At 10:30 pm, the user programmed a delay for 30 minutes and the device went into standby. The volume recorded as being infused during this period was 2.941ml. The primary set was inspected and no anomalies were observed. The root cause of the reported overinfusion was not identified.

Manufacturer narrative:
The full pcu event log was received. The log review confirmed that heparin 25000unit in 500ml was infusing at 17ml/hr and propofol 1000mg/100ml was infusing at 24.3ml/hr. No other additional information was identified which could confirm the reported overinfusion or identify the root cause.

Manufacturer narrative:
The concomitant administration set was received for investigation however the devices were not received. The customer has requested an event log review. A follow up report will be submitted with investigation results once the evaluation has been completed.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an infusion of propofol and heparin on a critically ill patient, the propofol bag emptied faster than expected. The pump alarmed and during troubleshooting of the alarm it was estimated that 75 ml of medication infused. The blood pressure dropped and the patient was successfully resuscitated with no other clinical effects reported. The biomed tested the pumps after the event, and no device issues were identified.